Manufacturer narrative:
UDI #:(01)(10)unknown. Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. Model, catalog, serial number, expiration date: the serial number was not provided and therefore complete model and catalog number are unknown. In addition without a serial number the expiration date is unknown. If implanted, give date: not provided. If explanted, give date: not applicable - at the time of this report there is no indication that the lens has been explanted. (B)(4). Device manufacture date: as the serial number was not provided the manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that three weeks post implantation of a tecnis toric zct a patient had significant cylinder remaining. Also noted is there may be fluid behind the eye. Through follow up the physician requested to investigate if there could have been a mislabeling. No additional information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown, the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.